Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. Four days after the onset, the patient discontinued pd therapy. On an unreported date, the patient recovered from the cloudy effluent. No additional information is available.

Manufacturer narrative:
On the same day as peritonitis (cloudy effluent) onset, treatment with extraneal therapy was discontinued. On the same day, it was reported that the patient showed unspecified improvement. Four days after the peritonitis onset date, the peritonitis episode was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.